Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the user tried to set the electronic pt gas system (epgs) to 10 or 9.8 liters per minute (lpm) on central control monitor (ccm), the actual output was around 4-5 lpm. The device was not changed out, as the customer was using external flow meter to read output. The customer tried to replace oxygen (o2) sensor but no change. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Repeated testing at set-up showed epgs flow not accurate and the customer did not use suspect machine on any additional cases. User facility's biomedical engineer is factory trained on suspect device. The ccp replaced the epgs and the system was working fine. The suspect epgs was returned to the manufacturer for further evaluation.